Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg result on one patient who was admitted to hospital with covid19. The results provided were: on (B)(6) 2021 b-hcg =negative (no actual results provided)/ on (B)(6) 2021 sid (B)(6)=95315 miu/ml (>or=25.00 miu/ml=positive) /redraw and repeated same patient sid (B)(6)=<1.20 miu/ml (<or=5.00 miu/ml=negative) /repeated both specimens on (B)(6) 2021=<1.20 miu/ml /repeated first specimen from (B)(6) 2021 sid (B)(6)=<1.20 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of architect total b-hcg reagent lot 20069ui00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the architect total b-hcg reagents in the field using data gathered via abbott link from customers worldwide. The median patient results of the negative population by reagent lot showed acceptable performance for the lot within their established limits. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent lot 20069ui00. This follow up is being submitted to include and information previously submitted using their respective fields.